Event description:
Boston scientific received information that this patient experienced diaphragmatic stimulation on the left ventricular (lv) lead following the implant procedure. It was suspected a small pneumothorax may be contributing to the stimulation. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.